Event description:
It was reported that the patient expired, cardiac arrythmia is suspected. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available.